Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. The customer contact reports there is not patient information available.

Event description:
The hospital reported the unit lost the ability to ventilate in pressure mode. There was no report of patient injury.